Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and sticking buttons and had to press harder and several times. The customer stated that screen that show up when changing battery and does not turn on right away whenever changing batteries the pump completely wipes out all her information and has to re add all her information every time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.